Manufacturer narrative:
H4: the lot was manufactured between july 8-10, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.(additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large volume infusors underinfused during infusion. The pumps were not emptying properly and not delivering the full dose of chemo. There was no report of patient injury or medical intervention associated with this event. No additional information is available.